Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramp"), musculoskeletal pain ("shoulder pain"), gallbladder disorder ("gall bladder issue"), lactose intolerance ("lactose intolerance"), hypomenorrhoea ("scanty periods post essure I have nothing"), abdominal distension ("swelling and bloating as well."), inflammation ("inflammation"), vaginal haemorrhage ("bad spotting") and constipation ("constipation") and was found to have weight decreased ("lost weight too"). The patient was treated with surgery (essure removal surgery). At the time of the report, the vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, constipation, gallbladder disorder, hypomenorrhoea, inflammation, lactose intolerance, musculoskeletal pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -pain, gall bladder issue , muscle cramp, shoulder pain, lactose intolerance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received:-new event lost weight too, imflammation, constipation, swelling and bloating as well, bad spotting were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("today at noon I passed a long string"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramp"), musculoskeletal pain ("shoulder pain"), gallbladder disorder ("gall bladder issue"), lactose intolerance ("lactose intolerance"), hypomenorrhoea ("scanty periods post essure I have nothing"), abdominal distension ("swelling and bloating as well."), inflammation ("inflammation"), vaginal haemorrhage ("bad spotting") and constipation ("constipation") and was found to have weight decreased ("lost weight too"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain and musculoskeletal pain was resolving, the device expulsion had resolved and the vaginal haemorrhage and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, constipation, device expulsion, gallbladder disorder, hypomenorrhoea, inflammation, lactose intolerance, musculoskeletal pain, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media -pain, gall bladder issue ,muscle cramp, shoulder pain, lactose intolerance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Event device expulsion was added from the initial source document. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramp"), musculoskeletal pain ("shoulder pain"), gallbladder disorder ("gall bladder issue"), lactose intolerance ("lactose intolerance") and hypomenorrhoea ("scanty periods post essure I have nothing"). The patient was treated with surgery (essure removal surgery). The reporter considered abdominal pain, gallbladder disorder, hypomenorrhoea, lactose intolerance, musculoskeletal pain and pelvic pain to be related to essure. ¿~concerning the injuries reported in this case, the following ones were reported via social media -pain, gall bladder issue ,muscle cramp, shoulder pain, lactose intolerance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events were added: pain, gall bladder issue, muscle cramp, shoulder pain, lactose intolerance, scanty bleeding and reporter information were updated. On 20-mar-2020: follow up 1 and follow up 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.